Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).

Event description:
The customer reported a troponin I (accutni) reagent pack had been incorrectly unloaded from the reagent carousel involving access 2 immunoassay system. The system inventory showed the pack was still on-board, when it was not. The incorrectly unloaded reagent pack was empty with zero tests remaining. This was discovered by another technician during an attempt to unload the troponin I reagent pack. When a reagent pack is unloaded incorrectly, the system cannot detect the pack is still on-board. The customer stated patient results were not generated. There was no report of patient injury or change in patient treatment associated with this event.